Event description:
Guidant received information that the patient with this ventricular lead presented to the ER with failure to capture and a heart rate in the 20 to 30bpm range. The pacemaker was then programmed to a high output setting to regain capture. The model 4035 lead had a threshold of 3.0 volts at 1.0ms. A lead revision was scheduled. Also, the pacemaker was on advisory and at replacement time after 7.6 years, so it will be replaced. During the procedure, the replacement lead model 4470 lead was seen to perforate the ventricle during implant. An effusion was present per echo and pericardiocentesis was performed.

Manufacturer narrative:
Not returned. Event conclusion: the patient remained unstable after the procedure and was sent to the intensive care unit. The patient was classified as dnr and live approximately 4 hours after the procedure. No futher information available. This event will be reopened should more information be made available.